Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he fell about a week ago and stimulation was more in the right leg versus the left leg. The patient reported that stimulation was more in the back but lost some stimulation in the left leg. The patient reported that he had been to their healthcare provider (hcp) and they did do a CT scan and that showed okay. No further complications were reported.